Event description:
Angioplasty w/2 medicated stents; 2-6 weeks thereafter severe adverse reaction, including hives, rash, severe esophogeal pain leading to hospitalization in 2004. Joint pain throughout entire body.